Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found. (B)(4) the device was returned, analyzed and no anomalies were found.

Event description:
It was reported during the implant attempts that device had a different size header then the connector of the chronic lead. The first device was inserted and the pocket closed before it was recognized that the pin was not properly sitting in the header due to a few missed beats and high impedance. The pocket was reopened and a second generator was attempted but asystole occured for about 15 seconds. There was a delay in surgery for about an hour until the appropriate device was delivered. A new device was eventually implanted successfully. The patient and the surgeon were unhappy about the issues that occurred. There were no further patient complications as a result of this event.